Event description:
It was reported that low sensing amplitude and oversensing episodes were observed due to twiddlers syndrome. The lead was explanted and replaced. The patient was in good condition.

Manufacturer narrative:
Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.